Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe system batteries was evaluated and identified as the issue. A service quote was provided to the customer. No further conclusion can be drawn at this time.

Event description:
The customer reported that the system displayed a 'generator error." This error is likely to result in an uncommanded system shutdown. No pt or user injury was reported.